Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump alarm went off and the patient was due for a new pump. The reported indicated that the pump was not connected, but then clarified that the pump alarm was shut off and there was no medication in the pump. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient wanted to know how long the pump could be in his body without medication, and how long the pump can go empty for. It was further reported that the patient read on the computer that people can get an infection if the pump is left in the body. The patient was to follow-up with their healthcare provider to discuss the next steps. The patient was noted as having had a slipped disc and was on a low dose of morphine. No further patient complications have been reported as a result of this event.